Event description:
Pt had first manifestation of infection on 01/08/1999. The pump was revised at that time to correct wound dehiscence. On 02/12/1999 pump was revised again as the wound had not healed. On 03/19/1999 the pt presented with "meningitis type symptoms" and it was determined that the pump should be explanted. The wound was cultured and staph aureus was found. After the surgery the pt was found to have a marked anemia and developed an abscess due to a retained butterfly tie down which was not removed during the explant procedure.